Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered hv therapy but the stored egm of the hv episodes could not be accessed. The device logged a possible high voltage lead issue alert. All electrical function on the lead appeared to be normal. The lead was explanted and replaced competitively. Patient is in good condition.